Event description:
A caller reported encountering cgm error 42. There was no reported adverse impact to the customer's blood glucose level. A complete pump reset was provided by technical support, and they guided the caller through the process, which successfully resolved the issue as the pump did not display the error code again.